Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the etoc2 for the heartstart mrx was not functioning and the device was failing op check for etco2. There is no indication of patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported that the etoc2 for the heartstart mrx was not functioning and the device was failing op check for etco2. There is no indication of patient involvement.